Event description:
Allegedly on x-ray, there is some visible damage to the expansion mechanism.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated, when the investigation is complete.